Event description:
It was reported that there was a loss of monitor sync (include circle mask and line run through image) on then 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified need to replace camera. Camera replaced, aligned, and calibrated image chain. The system was tested and found to be working as intended and placed back into service.